Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the expiratory flow transducer calibration on the avea ventilator reads 4095 when doing the zero. It was also stated that the vte (exhaled tidal volume) reads negative. There was no patient involved in this reported event.